Event description:
The reporter stated during phacoemulsification with a competitor system, a capsular tear occurred, due to the patient having a weak capsule. A anterior vitrectomy was performed. The reporter stated that the surgeon then inserted a aq2010v three piece silicone lens and the lens haptic tore. The incision was enlarged slightly and the lens was cut into pieces to remove the lens from the eye. Another lens was inserted and a suture was required to close the wound.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that one lens haptic along with the lens optic were missing. The remaining lens haptic had clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.